Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the acid/base solutions and cleaned the reservoirs and luminometer and performed a dispense check on wash block which passed. The cse also replaced a 6" tubing on sample prove and found that valve 57 not functioning. The cse replaced the valve, primed the instrument, ran quality controls and repeated samples all of which matched. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples resulted as expected on initial run and the samples were repeated on the same instrument. The repeat results contained a discordant result among the expected results. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.